Event description:
Information was received from a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the handset lagged at 90% for the past couple of months. The date (B)(6)2026 is considered an approximate date of event (specific year known only). At the time of the report, the technical services agent reviewed and guided the caller through clearing the data. The patient was then able to connect to the pump without any lag. The patient commented that their pump was just filled and they spoke to someone at the healthcare provider office who advised them to contact the manufacturer as another patient had just mentioned the same issue and it might be a "virus." The patient further reported that they have a few other issues, and thought maybe they were just being anxious, but this was further clarified at the time of the call as not being issues related to the pump. The software application version regarding the patient handset (sn: (B)(6)) was version 2.0.1700. The patient could receive 6 boluses per day. No patient symptom associated with the issue was reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID a820 lot# / , software version: 2.0.1700 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.